Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia and vaginal scarring. It was also reported that patient underwent unspecified repair on (B)(6) 2007. The patient underwent excision of mesh on (B)(6) 2007 and removal/revision in (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced, pain, erosion, extrusion, infection, recurrence, dyspareunia, and vaginal scarring. The patient underwent mesh removal in 05/2008 in part based on physician recommendation. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent repair of mesh erosion on (B)(6) 2007 and on (B)(6) 2007 underwent excision with revision due to mesh erosion.